Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 563 mg/dl. The customer treated with manual injection. The customer had to change the site due to high blood glucose. Customer declined troubleshooting for high blood glucose and just wanted to get samples of other infusion set. The product was not returned for analysis.